Event description:
Patient allegedly received a filter via the right internal jugular vein due to blood clots in both lungs; followed by filter retrieval (B)(6) 2020 due to tilting. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges experiencing a post filter placement pulmonary embolism (pe). Per a CT abdomen: "impression: 1. Ivc filter is present with the apex approximately 2.5 cm below the lowest left renal vein. Filter is deviated slightly to the right but does not contact the ivc wall. 2. The distal struts of the filter extend beyond the wall of the ivc with a left distal strut which appears to contact and possibly extend into the wall of the aorta but does not clearly extend into the iumen. A posterior strut also appears to contact the cortex of the l3 vertebral body". Dbua (B)(6) 2022

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), vena cava (vc) perforation. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding vena cava perforation does not change the previous investigation results for aorta perforation. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional investigation: the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to a41935 (tulip mi), a41936 (tulip qci). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. The following allegations have been investigated: aorta perforation, tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2011. Approximately 8 years and 1 month later it was discovered that the cook filter had tilted causing aortic perforation. Hospital and medical records have been requested, but not yet provided.